Manufacturer narrative:
No patient was involved in this concern. The initial report was received on 05/18/2011 and found to be a non-reportable malfunction based on the information available. This failure mode was determined to be reportable based on info received on 08/03/2011. This prompted a retrospective review of similar incidents from the past two years which resulted in the decision to file on this case. Although there was no patient present, there was a potential risk of pt harm should the surgical instrument be re-used after inadequate cleaning. Device manufacture date was unknown at the time of this retrospective report. The device malfunction was confirmed and directly related to the reported event. The tap had a short wire, pointed on both ends, stuck in the tip. The wire was pulled out and examined. It was oversized for the task and slightly bent. Also, the tap had been dented on the tip. A replacement part was sent to the site and the issue was resolved.

Event description:
A site representative reported that the wire became stuck in the 6.5 mm tap and cannot be removed. She stated that it seems to have occurred during the cleaning process. This was not discovered during a case, and there was no patient present.